Event description:
Site reported the frame and the instrument went to black status during surgery with the treon system. The surgeon discontinued the use of navigation, but completed surgery. No impact on patient outcome reported.

Manufacturer narrative:
Patient demographic unknown. Per RMA, a replacement power communication cable was sent to site. Upon evaluation of the returned cable, a continuity test revealed an open from pin 7 of the fischer connector to pin 5 of the db9 connector. No impact on patient outcome reported.